Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of that the 24 pre-connect tubing would have been too long for this patient's anatomy, quality accepts the physician¿s observations. The tubing length specification has been validated as part of the design via clinical data and clinician feedback. The overall occurrence rate of this type of feedback remains low but will continue to be monitored. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information patient was measured 24cm. Physician ended up using 22 + 2cm rear tip extender (rte) instead of the pre-connect device because the 24cm tubing is too long. Ideally, would have liked to avoid putting on rtes but surgeon did not want to trim all three tubes.